Event description:
It was reported that the device stopped ringing for a cable disconnected. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The remote service engineer (rse) confirmed the central monitor stopped ringing for a cable disconnection due to the intellivue x3 being disconnected from its monitor. The rse also provided the following analysis of the device logs: the alarms, whether technical or clinical (ECG, esv, tv not supported, tachycardias, asystlie), were correctly generated, acknowledged and/or paused according to the usual procedures. The x3 was disconnected from its main monitor between 11:10 and 11:44, as confirmed by the internal logs of the monitor itself. During this period, numerous ECG and resp contact faults were identified, reflecting a bad connection of the cables to the patient. These faults contributed to a particularly noisy ECG signal, especially around 11:30. Despite this disturbed signal, the red and yellow alarms (asystopia, tachycardia, esv, tv not supported, high fc, etc.) Were emitted and processed accordingly. Acknowledgements were performed, both on the monitor and on the central unit, and the various pauses or alarms are consistent with the development of the clinical and technical situation. All the alarms were generated and taken into account, despite an ECG signal that is sometimes very noisy. The alarm system showed its full efficiency in the observed context. The analysis of the x3 monitor alarms shows that the entire monitoring system worked properly throughout the incident. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporter and reporting institution phone # (B)(6).